Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the meter was not sending the blood glucose readings to the insulin pump. Blood glucose level at the time of the incident was 400 mg/dl and treated with insulin pump. It was unknown if auto mode feature was active at the time of the event. No troubleshooting was performed as the customer's parent does not have the device. The insulin pump was not replaced or returned for analysis.